Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) moved in the pocket. The patient could feel it ¿popping in and out¿ of the pocket and she could feel a ¿bubble¿ in her rear. This began over a year ago. The patient¿s medical history included arthritis and three bulging discs which had caused pain for the past three years.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that it sometimes felt like sitting on a rock like. The patient reported that was like it had moved. The patient reported that sometimes it was like it was bulging out. The patient reported that the doctor told her that it was okay. The patient reported that she didn¿t know if it was okay or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.